Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter and an irrigation issue was observed. It was reported that the ngen pump was not flushing the varipulsetm catheter as expected. When the ngen pump was on high flow, it would "shake" and did not appear to be adequately flushing the catheter. The tubing was replaced without resolution. The catheter was replaced and the flushing improved but the ngen pump continued to shake while on high flow. The ngen pump functioned as expected on the lower flow rates during the procedure. No patient consequence was reported. In addition, they plan to try the ngen pump on the next procedure to determine if the issue continues. They will respond post procedure with an update. Update received that the ngen pump continued to "shake" on high flow during the procedure. Additional information was received on 20-may-2025. The ngen pump functioned as expected and requested the shipment of a replacement pump be canceled. Additional information was received on 21-may-2025. The suspected device for the reported flow / irrigation issue was the catheter. This issue was not noted before the device was used on the patient. No error message. Visualized pulsating tubing when high flow and 30 flow was used. The steps taken to resolve the irrigation issue was that they changed the catheter and the smartablate tubing. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation. The irrigation pump was set up on manual mode. This failure was found during use. Pfa was delivered and flow working properly. The irrigation issue was assessed as MDR reportable under the varipulsetm catheter.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulsetm catheter and an irrigation issue was observed. The device evaluation was completed on 29-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. Per this condition, a manufacturing investigation was performed. It was concluded that an improper distribution and an excessive application of polyurethane (pu) on the tip area occurred. During the manufacturing process, this can cause the irrigation tube to adhere to the components. When this happens, the tube is not free between the components, which leads to its bending during the deflection test of the catheter. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer was confirmed. The root cause is the manufacturing process. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An awareness of this failure was performed among manufacturing designees to mitigate it. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) / adhesive (g0405201) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded at the tip area¿. -investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿improper distribution and an excessive application of polyurethane (pu) on the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).